Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: restenosis remains untreated. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, patient underwent direct stenting of the mid left anterior descending artery (lad) with a xience v stent. On the event date, the patient was hospitalized for shortness of breath and chest pain and was diagnosed with exacerbation of congestive heart failure. There were normal cardiac markers. The patient had elevated bnp (b-type natriuretic peptide). A chest x-ray showed an enlarged heart. The patient also had a reduced ejection fraction (10-20%). These are all indicators confirming congestive heart failure (chf). A cardiac catheterization showed no treatable disease. The patient was diuresed with lasix. A stress test showed inferior wall ischemia. The stress test done prior to enrollment showed inferior wall ischemia. The cardaic catheterization revealed 60% stenosis in the mid-lad and "sluggish" flow throughout the vessel. There was no treatment reported for the stenosis. The condition is continuing. The patient was discharged four days later. No additional event or patient information is available.

Manufacturer narrative:
Angina, ischemia, and stenosis, as listed in the IFU, are known adverse events associated with stenting and are not necessarily an indication of a product quality deficiency. Angina, dyspnea, ischemia, congestive heart failure, stenosis, and hospitalization are listed in the risk assessment. The angina, dyspnea, and ischemia appear to be secondary effects of the congestive heart failure and stenosis. Direct stenting was performed. The xience v IFU states; the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications.